Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not taken place at the time of this report (B)(6) 2011.

Manufacturer narrative:
Device is not available for analysis.this report is filed (B)(4), 2012. Device is not available for analysis.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted on (B)(4), 2011 with a new device.this report is filed (B)(4), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.